Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of motor error, battery out limit, off no power, failed battery test and low battery alert from the insulin pump. The customer's blood glucose reading was 220 mg/dl. The customer stated that she went through batteries rapidly and the pump powered down at random times. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer did not receive a low battery alert prior to the off no power alert. The customer was advised to insert new aaa alkaline battery and monitor the pump.